Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since yesterday (date of implant) the patient receives "settings not available" when trying to increase their intensity on group a. The patient reset their controller and continued to receive "settings not available". The patient was able to increase intensity on groups b & c. The patient said they don't feel the stimulation on group a. The patient called manufacturer representative anna berlin on (B)(6) 2017 regarding the issue. The patient was redirected to follow up with the rep. Additional information was reported that the wasn¿t able to adjust her intensity settings on her patient controller. The rep hooked up to her battery and electrode 13 is out. Out of circuit. The rep reprogrammed around electrode 13 and patient is able to get relief from her programs. The patient was sent a new controller battery. The patient tried waiting a day to see if her patient controller would allow her to make intensity adjustments but it didn¿t. The issue was reported to be resolved.